Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the patient and procedural outcome were unknown. Philips has not been able to investigate further as the customer declined service. The service order was closed without any further service provided by philips. The codes were updated based on the investigation outcome. Evaluation declined; no response received for further information.

Event description:
It has been reported to philips that the system shut down intermittently. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.